Manufacturer narrative:
Lot number of solution used by patient is unknown. The manufacturer has attempted to contact the reporter to further our investigation of the lot number and adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. On may 25, 2007 amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the use centers for disease control and prevention regarding eye infections from acanthamoeba.

Event description:
An unconfirmed report from the father of a female patient who reported she experienced severe pain, light sensitivity, tearing and redness, later diagnosed as acanthamoeba keratitis and a corneal ulcer following the use of complete moistureplus. She went to the emergency room two times to get drops and medications for pain. Additional information has been requested. The root cause has not been established.